Event description:
Files are being overwritten on atlas instead of being saved for 7 days. If files do not get to the ultra db (normal process), the user will not be able to push the studies since the files are overwritten in the sent to db directory. There was no injury.